Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the incident occurred during an operation of distal radius fracture. The screw in question went through the second distal screw hole when tightening it with a torque limitation attachment. The surgeon made an incision in dorsal side and removed the screw with a kocher clamp. As the screw in question had no damage at the screw head, it was re-inserted to the second distal screw hole. The operation was completed without tightening by torque limitation attachment, because the surgeon worried about the reoccurrence. It was reported there was a thirty minute delay in the procedure. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.